Event description:
It was reported that the patient had had a spinal headache since implant and she was going to go to the healthcare provider (hcp) "next monday" for a blood patch to stop the headaches. The pump was infusing fentanyl.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).